Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/9/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one open sample that pertained to product code j339h. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. Based on the information currently available, iight swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown laparoscopic ob-gyn surgery on (B)(6) 2023 and suture was used. During the procedure, the suture was detached from the needle during use. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/9/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. Additional information was requested, the following was obtained: please provide lot number: shmjck to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.